Event description:
It was reported that bd syringe oral 3ml amber contained foreign matter. Syringe oral 3ml amber syringe printing defects quantity: 10 plunger rubber stoper defects quantity: 4 scratches on syringe quantity: 2 external surface contamination quantity: 1 adhered foreign matter quantity: 1.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.